Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife experienced hyperglycemia. Customer¿s blood glucose level was over 700 mg/dl and after treatment blood glucose went down 500 mg/dl. The insulin pump will not be returned for analysis.